Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 2 </noe> malfunction events which are associated with the device and/or device accessories caught within patient vasculature, tissue, or other. These reports were received from various sources. Patient information was not confirmed for both events.